Manufacturer narrative:
Concomitant products: 4568-45 lead, implanted: (B)(6) 2009. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defibrillation lead impedance warning on (B)(6) 2016 for >200 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. There were two measurements that were high and then it normalized. The patient performed some arm movements and, during that time, the impedance went back up. It was noted that the svc impedance trends indicated a rise also. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.